Manufacturer narrative:
(B)(4). Unit received with partially broken off retainer and reservoir tube lip. Unit received with missing reservoir tube lip o-ring. Unit received with minor scratched display window and case. Unable to perform displacement test due to physical damage to pump.

Event description:
The customer's mother reported via phone call that the insulin pump was damaged; the top of the reservoir compartment was cracked all the way around, a piece was broken off, and the o-ring was sticking out. The patient's blood glucose at the time of incident was 183 mg/dl. Troubleshooting was initiated and the caller did not recall any significant events that led to the damage. The insulin pump was returned for analysis.